Event description:
Jim fassett was notified on 02dec2022 that the pull suture in sta001k separated from the medial button during surgery. It was reported that the medial button was through the fibular and tibial bone tunnels and successfully deployed on the medial cortex. The sales rep reported that this did not cause a delay in surgery nor did it cause the patient additional harm. There are no pictures available and the device is not available for return.